Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2012. It was reported that the lvad system produced a red heart alarm. The patient came to the emergency department via emergency medical services, and it was reported that the pump was off as determined by auscultation. The clinicians exchanged the system controller, and the pump restarted briefly and then shut off again. The pump would restart and shut off with body repositioning. The lvad the shut off again without restarting, and the patient was brought to the operating room. A new system controller was connected and the pump restarted again. The patient underwent an emergent pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The percutaneous lead (lead) was returned cut approximately 6 inches from the pump housing. Rescue tape was present on the external portion of the lead. Electrical continuity testing on the returned portions of the lead did not reveal any discontinuities or shorts in the condition that it was received. Upon removal of the bionate layer, breakdown of the metal braided shielding was identified at approximately 2.5 inches from the metal connector, 5.5-7 inches from the pump housing, and 9-12 inches from the pump housing. Visual inspection also identified a breach in the insulation of the brown, red, and orange wires at approximately 5.5 inches from the pump housing. The damage appeared to be consistent with fatigue damage due to repetitive movement of the wires at this location. As a result of the insulation damage, the brown, red, and orange wire conductors were exposed. The reported red heart alarms could have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The alarms could have also resulted from the exposed conductors of two wires from different motor phases (brown and red/orange) contacting each other or making simultaneous contact with the braided shielding when the device was supported by battery support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.